Event description:
This is a report of a home patient (hp) who was hospitalized and diagnosed with peritonitis. The cause of peritonitis was undetermined. The hp was treated with fortaz ip (dosage and frequency unknown). The hp was discharged from the hospital and was reported to be recovering.this is report 2 of 3 for this report of peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Manufacturing records were reviewed for potentially associated lots 12j16h25 and 12k14h25, and there were no issues detected during the production of these batches relating to the nature of this complaint.(B)(4).